Event description:
The reporter stated: "during a scoliosis deformity correction surgery using the stainless steel system, the locking screw could not be placed into the pedicle screw. The surgeon indicated that he "thought the head splayed," during locking screw insertion. The pedicle screw was left in place in the construct with the rod running thru the seat but no locking screw in it. The surgery was prolonged by 10 minutes. There was no patient injury.

Manufacturer narrative:
The device involved in the reported incident was not available for evaluation. The reported incident was unconfirmed. An investigation has been completed based on the reported information. A hardware failure analysis and a root cause analysis were not possible due to parts not returned. Based on the reported information and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.